Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) displayed a monitoring voltage of 3.22v, and sharge time of 7.4 seconds. With additional capacitor reforms, the charge time increased up to 14.8 seconds, and the device declared elective replacement indicator. The device recovered 3 days later, however was tested again and the charge time and voltage had dropped. It was returned for analysis.